Manufacturer narrative:
The findings of this investigation discovered a device that had been fully clip deployed, which is contray to the complaint description, which indicated that the device was not fully clip deployed. Redeployment testing of the device yielded a device that operated properly with the vessel locator holding its deployed state up to and through step 3, thumb advancer/delivery tube deployment. There were no abnormal observations or device malfunctions detected and review of the device lot build DHR did not produce any information that was deemed relevant to this report or the complaint. All combined information produced a root cause for this complaint that was undetermined.

Event description:
It was reported that a trained physician attempted arteriotomy closure with a starclose device after an interventional procedure. The vessel locator did not deploy. There was no second click. Hemostasis was achieved with manual compression. There were no patient adverse effects. No additional information available.